Event description:
Related to MFR report # 2183959-2012-01084, 01094. The plaintiff was implanted with an ams monarc sling on (B)(6) 2006, to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff had two add'l surgeries to treat her for her symptoms, including severe pelvic pain, vaginal bleeding, erosion of the mesh into her tissues, continued incontinence, vaginal mesh extrusion, and dysparunia. It was also indicated that there were, "operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.